Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 60-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). On arrival to the intensive care unit (ICU), the patient was on heparin and aggrastat. The hemoglobin dropped to 3 post-procedure. Several liters of normal saline (ns) was given during the code and the procedure. No bleeding or hematoma noted at the impella site. No extravasation noted on post-procedure angiogram. The only bleeding was noted at the nasogastric (ng) tube. The patient coded again and subsequently expired on support. The impella functioned at p-6 at 3.0l/min as intended. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiac arrest previous to the impella placement, in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.